Event description:
On (B)(6) 2009, the patient reported that the up and down buttons of his infusion device did not function properly today while attempting to bolus. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.